Event description:
It was reported the battery could not be charged with the tandem-provided charging cable. There was no reported impact to the customer's blood glucose level. The pump was able to be charged with a secondary charging cable.